Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "pain in breast" and after an ultrasound, they have been informed that the silicone breast implant is "leaking." Device remains implanted.

Event description:
Patient reports "pain in breast" and after an ultrasound, they have been informed that the breast implant is leaking and needs to be removed. Medical letter provided shows", "noticed non-tender lumps in armpits". This relates to the left device. Device remains implanted.